Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the infection reported was likely the result of the original procedure, as addressed under general surgical risks in the product labeling.

Event description:
Patient presented with infection. This event report was received through clinical data collection activities.